Event description:
It was reported the ventricular pace light did not light up during self check. Readings were incorrect. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the keyboard and heart lead flex were out of specification. It was also noted that the upper and lower cases were broken, the ring and side bail covers were broken, the battery contacts were compressed, the ring bail was bent and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.